Manufacturer narrative:
(B)(4).

Event description:
It was reported that no vibration on the g5 mobile app occurred. Data was received but will not confirm the allegation or determine a probable cause. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.